Event description:
It was reported the patient experienced redness and swelling at the ipg site. Patient was prescribed antibiotics for two weeks and the swelling and redness has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced redness and swelling at the ipg site was reported to abbott. The patient was prescribed antibiotics for two weeks and the swelling and redness has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.